Manufacturer narrative:
Over 15 years prior to consenting to be part of the xenmatrix ab study the patient had undergone recurrent midline hernia repair and was implanted with a bard/davol kugel mesh, which is not a study device. There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol kugel mesh used to treat the patient 15 years prior. However, regarding infection the warning section of the instructions-for-use states, " if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the device". Additionally, fistula formation is listed in the adverse reaction section of the instructions-for-use as a possible complication. A lot number was not provided, therefore a review of the manufacturing records is not possible. Should additional information is provided, a supplemental emdr will be submitted. This emdr documents information associated to the bard/davol kugel mesh, an additional emdr was submitted to document information associated to the bard/davol xenmatrix ab graft. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported to davol that a patient who is part of a clinical study was diagnosed with a hernia site wound infection (bacterial) at the time of the implant of the study device. The wound infection was at the site of a previous bard device that was implanted over 15 years prior to the clinical study and explanted at the time the clinical study device was implanted. On (B)(6) 2002 - the patient was implanted with a bard/davol kugel mesh for the repair of a recurrent midline hernia. On (B)(6) 2017 - the patient underwent the implant of a xenmatrix ab graft and colon resection, during this procedure a previously placed "kugel" mesh was explanted. The hernia site wound classification is listed as being a class IV (dirty-infected). The patient is noted to have a bacterial infection with staphylococcus aureus, escherichia coli, enterococcus avium, and bacteroides fragilis. An intraperitoneal with component separation technique was used. The procedure was performed in open fashion and a fistula is noted to have been present at the time of surgery. On (B)(6) 2017 - the patient was diagnosed with acute blood loss anemia. The patient received 2 units of packed red blood cells. On (B)(6) 2017 the patient was diagnosed with dehydration. The patient received IV fluids and monitoring. On (B)(6) 2017 - the patient was admitted to the hospital with abdominal pain and was diagnosed with a surgical site infection (ssi), IV and oral antibiotics were administered and a drain was placed. The ssi is noted to be in the deep tissue layer with purulent drainage. An infected seroma is noted to have been present. The bacterial growth cultured to be streptococcus anginosus. An abdominal CT scan was performed, a drain was placed, and the patent received 1 unit of packed red blood cells. Treatment continues.